Event description:
The pt's mother reported that, when changing the battery, she noticed the battery was damp and had leaked into the controller. Reportedly, "very little" leaked out of the controller. There was no injury to the pt. The damaged equipment was replaced with new equipment and it was recommended the damaged equipment be returned to the manufacturer for analysis. Cochlear has an ongoing investigation into battery faults.

Manufacturer narrative:
This type of event is addressed in the device labeling.